Event description:
During a scheduled hardware removal surgery, it was discovered tht wo screws were fractured. The surgeon attempted to remove the fractured screws but was only able to remove the top portion. Note: x-rays taken a few days prior to scheduled surgery showed screws in place and intact.